Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited hospital because the sensor needle was hard to remove. The customer noticed a lot of blood and called emergency medical services and visited hospital. It was also noticed that the needle was bent. Troubleshoot for site issue was performed. The sensor will not be returned for analysis.